Event description:
Healthcare professional reported via regulatory agency left device rupture and capsular contracture baker grade l. Device has been explanted.

Manufacturer narrative:
Email address: (B)(6). Address line 1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.